Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the occurrence of ua07 error was due to a defective load cell module 2 a result of damage sustained by user mishandling. During visual inspection of the returned platform, it was observed that the head restraint wire was broken off. Also, the front covered was noted cracked. The observed physical damages were unrelated to the reported complaint, and the root cause could be due to normal wear and tear or could be due to user mishandling. The autopulse platform is a reusable device and was manufactured in january 2008 and is 12 years old, well beyond its expected service life of five years. A review of the autopulse platform archive was performed, and it showed occurrence of multiple ua07 on the reported complaint date; thus, confirming the reported complaint. During functional testing, upon powering up the platform, ua07 was displayed. Therefore, the reported complaint was confirmed. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 2 over reported/defected. The load cell module 2 was replaced to remedy the occurrence of ua07 error message. Following service, the autopulse platform passed the final testing without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.